Event description:
It was reported that the stent delivery system (sds) shaft separated proximally, just past the hub, during a procedure to treat a heavily calcified and tortuous lesion in the mid left anterior descending (lad) artery, which had a severe bend. After the use of a non-abbott guide catheter and pre-dilatation, the physician attempted to deploy the promus rx 12 x 3.0 mm stent but could not due to the tortuousity of the vessel. The stent was about to be deployed; however, the shaft of the sds broke. Attempts to remove the sds resulted in the stent dislodging from the balloon. Using a non-abbott balloon catheter, they were able to capture and successfully deploy the promus rx stent just distal to the target lesion with good results. Angioplasty was performed on the mid lad due to the inability to pass another stent. No patient effects were noted and no additional information was provided. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro device would not shut off; it kept activating. A replacement kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A voluntary medwatch was submitted by the user facility, however, no manufacturing # was provided. Difficulty advancing the stent delivery system (sds) can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support, or damage to the stent. It is likely that the sds encountered resistance in the heavily tortuous and calcified lesion, resulting in the shaft kinking. Further manipulation in the tortuous anatomy would have contributed to the shaft ultimately separating. During attempts to retrieve the separated shaft, the stent could have interacted with the calcified anatomy, resulting in the stent ultimately dislodging from the balloon and contributing to the reported resistance during retraction. Additional treatment was used to deploy the dislodged stent distal to the target lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported difficulty advancing/retracting the sds, shaft separation, and stent dislodgement appears to be related to the operational context of the procedure. To ensure the reported difficulties are not related to a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 1.5, 2.5 and 3.0 apex; guiding catheter: ebu 375. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).